Event description:
The following has been reported to stryker orthopaedics legal affairs department. ¿in (B)(6) 2011, between the (B)(6), the patient underwent surgery to graft a prosthesis on the right hip. In (B)(6) 2012 the patient received a communication with which the patient was made aware that the implanted prosthesis was a modular abg ii supplied by stryker, and that stryker invited the patients holding the implant to undergo a check-up visit (blood tests) to check the values of cobalt and chromium. With subsequent communication dated (B)(6), the same body always invited the patients who have stryker implant (upon communication from the same manufacturer) to perform a "precautionary reminder" for the control of the same system at the expense of the manufacturer. In 2015, the patient underwent revision surgery where he remained from 3 to 10 (B)(6) 2015. A new surgery for the removal of "right hip pseudotumor in particular pta" and underwent yet another surgery. (Revision intervention) to date, in addition to having to carry out constant monitoring on the level of cobalt and chromium in their body, the patient must carry out continuous CT scans and resonances in order to monitor the state of the prosthesis and to perform constant analyzes in order to prevent new tumor formations, such as that already created, which has been removed in order to prevent any worst consequences.

Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required. The complaint databases show there have been no other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067.

Manufacturer narrative:
Investigation conclusion. Reported event: an event regarding altr involving a abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: revision tha surgery for pseudotumor and elevated metal ion levels is confirmed. The root cause of the pseudotumor formation and elevated ion levels cannot be determined by the information provided. Conclusions: the patient had revision surgery due to altr. A review of the provided medical records by a clinical consultant stated the following comment: revision tha surgery for pseudotumor and elevated metal ion levels is confirmed. The root cause of the pseudotumor formation and elevated ion levels cannot be determined by the information provided. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall. No further investigation is required.

Event description:
The following has been reported to stryker orthopaedics legal affairs department. ¿in (B)(6) 2011, between the 24th and 31st, the patient underwent surgery to graft a prosthesis on the right hip. In (B)(6) 2012 the patient received a communication with which the patient was made aware that the implanted prosthesis was a modular abg ii supplied by stryker, and that stryker invited the patients holding the implant to undergo a check-up visit (blood tests) to check the values of cobalt and chromium. With subsequent communication dated 12.11.13, the same body always invited the patients who have stryker implant (upon communication from the same manufacturer) to perform a "precautionary reminder" for the control of the same system at the expense of the manufacturer. In 2015, the patient underwent revision surgery where he remained from 3 to 10 (B)(6) 2015. A new surgery for the removal of "right hip pseudotumor in particular pta" and underwent yet another surgery. (Revision intervention) to date, in addition to having to carry out constant monitoring on the level of cobalt and chromium in their body, the patient must carry out continuous CT scans and resonances in order to monitor the state of the prosthesis and to perform constant analyzes in order to prevent new tumor formations, such as that already created, which has been removed in order to prevent any worst consequences.